Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient's infusion set's tape was not sticking as the infusion set had been used for one day. No further information available.